Manufacturer narrative:
It was reported that the patient was experiencing power switching events and critical battery alarms. Two batteries was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device's in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving bat321587 and bat321565. Additionally, a critical battery alarm was triggered by bat321565. Failure analysis of bat321564 revealed that the battery passed visual and functional testing. Failure analysis of bat321587 revealed that the battery passed visual inspection but failed functional testing due to an abnormally high cycle count and an abnormally high max error. The battery was still able to provide power to a controller. These findings are the result of a communication error between the controller and battery. As a result, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The manufacturer is investigating communication errors. Bat321587- UDI number-(B)(4)- return date 01-20-2017 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: battery/(B)(4); cat#1650; exp. Date:04/30/2017; mfg. Date: 04/30/2016; battery issue; product received: 01/20/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient observed power switching and a critical battery alarm while battery charges were full. The patient was seen in the clinic the following day and controller log files were sent. Preliminary log file analysis revealed one critical battery alarm logged on (B)(4) on (B)(6) 2016. (B)(4) also exhibited an abnormal cycle value.  The batteries were replaced with no reported consequence or impact to the patient. No further information was provided.